Manufacturer narrative:
An internal cordis investigation revealed that pushing the sds against resistance can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping with the locking pin still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 14141165 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event there is not enough information to draw a definitive clinical conclusion between the device and the reported event; however, procedural factors may have impacted the event. No corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process.

Event description:
Smart control, iliac 6x40ml stent was partially deployed upon insertion into patient's body. It was reported by a smart stent user who has been using smart stent for almost 10 years. The user stated the stent was partially deployed as it exited the cook raabe sheath. The user immediately pulled it out of the sheath and removed the sds from the patient's body. The stent was not deployed inside patient and was removed completely with no patient injury. Physician elected to use an ev3 protégé stent instead.